Manufacturer narrative:
A short running test of the hand piece does show that the ball bearings are totally worn out. The retention force of the chuck is much to low which is caused by a worn chuck system. The hand piece contains the origin cartridge, which was manufactured in week 48 / 2004. The hand piece was more roughly 12 years in use whit out any service. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment, at removing the burr from the crown 21hc the diamond bur came out of the hand piece and falls on patient tongue. The patient on the dental chair was placed in the sitting position and asked to spit the bur, but the bur was swallowed. At x-raying the patient the bur could be determined. A week after, at a second x-ray was state that the bur was excreted through the gastrointestinal/stomach.